Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. It was also observed that the implants were still inside the needle. The plastic sleeve which protects the needle is not deformed. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck against the surface of the tissue. When the implant becomes stuck against the surface of the tissue, the implants will not deploy therefore is a potential root cause for the reported failure. When this occurs and the user continues to pull the trigger, excessive stress can cause the trigger to break. When the handle is broken the implants will not deploy therefore is also a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the issues experienced by the customer. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the anchors could not be fired with the trigger. The affiliate reported no patient harm.